Event description:
Co received a report from distributor that a device had broken in the catheter during a procedure. The use of a coil with a device 18 catheter is against the recommendations of the instructions for use. The incident had no consequence to the pt and the procedure was completed without further incident.